Manufacturer narrative:
H10: the field service engineer (fse) went to the customer site and replaced the power management (pm) printed circuit board assembly (pcba) which resolved the reported issue. The device passed all performance verification testing (pvt). The device was returned to service with no restrictions to usage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. No patient harm reported.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was turning off and on by itself. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).